Manufacturer narrative:
Remote support from the asp was provided and it was confirmed the ECG not measuring was caused by the ECG leadset and ECG trunk cables peeling. The asp provided the customer with part number and pricing for a replacement ECG leadset and ECG trunk cables; however, the customer did not accept the quote. The customer was able to replace both the ECG leadset and ECG trunk cables themselves, which resolved the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating that ECG cannot be measured. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporter city: harbin city reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.